Event description:
After chemotherapy treatment was finished, nurse attempted to remove needle from the patient's port using the safety mechanism. The safety mechanism, however, became stuck, leaving a portion of the needle exposed and creating a hazard for both nurse and patient.